Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported the catheter broke off in the patient's leg after withdrawing through the needle to adjust tip location. Specimen was a 20g polyamide catheter with a closed tip. It severed at the 10cm mark inside the patient after pulling back the catheter 2-3 cm. Procedure that required the epidural catheter was an external fixation of lower leg fracture (this was a peripheral nerve block). Anatomical site of the catheter was on the right thigh. The catheter was removed percutaneously at the bedside. No reported patient complications after removal.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) broken epidural catheter was returned in connection with this complaint. Visual inspection noted the catheter to be ripped in half. The reported defect of "catheter sheared off in leg" has been confirmed. Although the defect has been confirmed, a thorough investigation could not be performed without an item or batch number. If an item number and/or batch number, becomes available, the complaint will be re-opened for further evaluation. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.